Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an issue with system error on a device "2-3 months ago." No further information was provided. This issue was reported to bd interoperability consultant during site visit. There was no information on patient involvement.